Event description:
It was reported that during a colectomy procedure, the staplers did not fire properly. There was no patient consequence.

Manufacturer narrative:
Date sent 8/1/2007. Info anticipated, but unavailable at this time.